Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device the visual inspection of the returned product noted: that the dissector balloon, insufflation bulb, inflation syringe, obturator, lock collar and trocar balloon, circular seal and duckbill seal appeared intact. A functional evaluation found that the trocar balloon was inflated, no leaks detected. The dissector balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic totally extraperitoneal procedure, the device would not inflate. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.